Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2015 and suture was used. While surgeon was closing the rectus sheath he thought he saw the tip of the suture break off. The patient was x-rayed and a shadow was seen in the abdomen. The patient was brought back to the operating room to finish the procedure. Additional information was requested.

Manufacturer narrative:
The representative samples were received for evaluation. Visual examination revealed that all needles were found to be complete, no needle showed a broken off needle tip. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jb8cggm0, batch # jc8jcrm0.